Event description:
It was reported that the patient underwent an ipg revision due to charging difficulties. The ipg would not hold a charge for very long. The patient is reportedly doing well after the revision.

Manufacturer narrative:
Device was evaluated and findings were that the lead of the charging coil underneath the battery was too long and was intermittently shorting to the case of the battery, which resulted in a higher than normal battery depletion rate and inability to charge the ipg. This is a final report.